Manufacturer narrative:
D9: device returned "10-jul-2024" h3/h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was able to duplicate the customer reported issue. The investigation determined that the most probable cause for "system fault" is error code 112 due to an intermittent motor. The motor was replaced.

Event description:
It was reported that the pump had system fault. Per reporter, there was no physical damage/abuse and the event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension "(B)(6)" investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.